Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-28, lot# v193909, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient family member stated that the patient had been having issue with their device .it was noted that the device was all twisted around inside the patient and wanted it removed. The patient diagnoses were urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the device did provide relief for a while after implant, but the patient lost weight and the device started to turn and get twisted in the pocket. The patient noticed a change in therapy at that time. The patient went to the doctor the week prior to this report and the device was no longer working as the battery was depleted (normal battery depletion). The doctor wanted to replace the battery and do a lead revision as he felt that the twisting of the device in the pocket had moved the lead placement and the device was not providing therapy. No interventions or outcomes were reported regarding this event. If additional information is received, a follow-up report will be sent.